Event description:
The brakes on this stretcher would not work.

Manufacturer narrative:
The breaks not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The tech replaced the rocker arms and hex rod in order to resolve the problem.